Manufacturer narrative:
The concerned tube fork was replaced by siemens local service. The investigation is ongoing a supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
Siemens local service reported that allen head screws on the tube fork of the mobilett mira max were found to be broken. In worst case, if the tube fork becomes detached, a person may be hit by the falling tube, resulting in a minor to a serious injury. No injury or patient involvement was communicated in this case.

Manufacturer narrative:
The issue was investigated in detail. The returned tube fork was investigated at the supplier. The investigation showed that the fork brake was missing, which resulted in the described issue. There are two brakes on each side of the tube fork, where the single tank is attached, to stop the rotation. One of the brakes was missing for the reported issue. There are also two screws that limit the rotation of the single tank. With one brake missing, the rotation of the single tank was easier to perform as designed. Therefore, if the operator tried to rotate the single tank too fast or with too much force, the screw heads would receive a greater impact, which could cause the screw heads to be cut off. However, the cause of the missing brake could not be identified. It was also detected that the "brake adjustment" screw was overtightened, which means that this screw might have been modified during a previous service. The investigation showed that there was no risk of the tube fork detaching from the system completely. According to the information from the service organization, the issue was resolved by replacing the fork. The spare part consumption of this part (10656692) shows values below the defined threshold. This issue is not known as a systematic or general problem since it is the first known case. In general, the single tank movement shall be checked every day by the operator before using the system to prevent further damages. This is also described in the operator manual xpr8-270g.620.03.01.02, page 123.